Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to corroded keypad traces. No unexpected screen go back on its own or numbers jumping on their own noted during testing. Analysis was unable to verify weak battery alarm or blood glucose meter anomaly due to button keypad anomaly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the buttons were unresponsive. The customer also reported that they received a button error alarm. The customer reported that they had an event that the screen would go back on its own. The customer's blood glucose was 234 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.